Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The following cosmetic damage was noted: cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error in the morning and he wasn't sure why. He doesn't recall his blood glucose level or any significant event which may have cause the device to alarm. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.